Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that during follow up, the left ventricular (lv) lead displayed variable impedance. During the lead revision, upon opening the pocket, the lead came out of the lv port. The setscrew was determined to be loose and was tightened. During the procedure when the lead was manipulated, it was found that the insulation had come away from the metal housing at the connector pin end. The physician decided to use medical adhesive and a suture sleeve to reattach the lead. The lead and device remain in use. No patient complications have been reported as a result of this event.